Manufacturer narrative:
B3. Specific date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the safety shield detached from the device while closing it over the IV needle. This occurred with four (4) devices. Some blood samples needed to be recollected. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-oct-2024. Investigation summary . Material #: 368607. Lot/batch #: 4137823. Bd received 12 samples for investigation. The samples were evaluated by functional testing, each having their safety shield engaged, and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle the safety shield detached from the device while closing it over the IV needle. This occurred with four (4) devices. Some blood samples needed to be recollected. There was no report of adverse impact to patients or users.